Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lithotripsy system won't work/recognize the transducer. The issue occurred during inspection for use. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the activation failure was identified. It is likely the result of the unit had a faulty transducer receptacle and damaged pin; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.